Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: loose needle plunger. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the device was pulled back to position the foot against the arterial wall, "the needle plunger backed out of the body of the device." The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional information was provided.